Event description:
It was reported that upon first attempt to fire the stapler, it could not be fired all the way, i.e. It jammed. Thus, only a few staples were inserted into the tissue and the staple line was incomplete. Have to inquire additional info from surgeon. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: during which firing stroke did the event occur? During the first one. Did the device lock-out (no staples deployed and no cut line started)? If you do not consider what happened in 3. As a lock-out, then the device did not lock-out. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? After about 1 cm of staples had been deployed and the tissue had been cut, the device jammed and further deployment of staples was not possible. Did the device cut? Yes, 1 cm. If the device cut, was the cut line complete? No. Were the cut line and staple lines equal? Unknown. Was there any difficulty opening the device? No. Surgeon had no difficulties to open device. If yes, how was the device removed from the patient? N/a. If yes, did the jaws eventually open? N/a.

Manufacturer narrative:
(B)(4). Date sent: 12/20/2021 . H6: component code = g04. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damaged and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/3. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.